Event description:
It was reported that the insulin pump started alarming button error. Customer changed the battery and numbers started scrolling up by themselves when trying to set time and bolus. Blood glucose value was 9.9 mmol/l. It was also stated that the customer experienced low blood glucose of 2.6 mmol/l the next day; treated with food. Nothing further reported.

Manufacturer narrative:
Intermittent button response due to corroded keypad traces. Insulin pump passed displacement test. No button error alarm noted. No ramping numbers noted on the display. Cracked case near lcd window corner, cracked lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.